Manufacturer narrative:
Trackwise #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using blower mister cb-1000. There was no inability to control the flow. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, using blower mister cb-1000. There was no inability to control the flow. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. Maquet certifies that this device lot conforms to all applicable product specifications. The lot # 96255638 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 02/18/2021. An investigation was conducted on 03/02/2021 . Signs of clinical use and no evidence of blood was observed. Incomplete device was returned. The braided tubing, roller clamp, pinch clamp, IV , filter, IV spike and chamber were not returned. A clean cut was observed on the tubing indicating that the tubes and the components on the tubes were cut off. As these were not returned, the functionality of the blower mister to produce mist could not be evaluated. The atraumatic tip appeared to be intact. No defects were observed. The flow volume controller was inspected. No defects were observed. The controller could be rolled without any issues. To check if the water and co2 could pass through the device, a syringe was filled with blue dyed water and connected to the y fitting luer lock connection. The plunger could be depressed easily. No resistance was observed. The dyed water was observed to come out of the atraumatic tip. Additionally, the syringe was filled with air and connected to leftover tube and depressed. Air could pass through the tube and no resistance was observed on the plunger. The body of the blower mister was opened, to check if the glue was cured correctly and that the curing of the glue did not cause any occlusions between the tubing the shaft connector. No non-conformances were observed. There was no occlusion identified. Based on the returned condition, the reported failure "improper flow or infusion; inability to control flow" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using blower mister cb-1000. There was inability to control the flow. A replacement device was used to completed the procedure. The hospital did not report any patient effects.